Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit of the device was not functioning. Therefore, the reported condition was confirmed. It was further determined that the trigger was running after high current consumption. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available; a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery reamer/drill device had control issues. According to the report, the device kept running after it was switched off. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in a surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.